Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and observed separation glue on the sample probe and separation glue substance on the ise mix bar. The fse also observed the inlet and outlet of refence reagent solenoid valve were dirty. The fse replaced the sample syringe, reagent syringe, solenoid valve, and performed ise pm (preventive maintenance) which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrolyte) patient results on their au5800 chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer provided the initial results for one (1) patient sample. Patient demographics were not provided.